Manufacturer narrative:
Addition to include "female". Addition to include patient status after device explant.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2016. Patient dilated on (B)(6) 2016 in an attempt to alleviate dysphagia symptoms. Device explant (B)(6) /2016 due to severe dysphagia. Adhesions to the liver were noted during the explant procedure. Device was found in the correct/position geometry at the time of removal. After removal, patient reported as taking no heartburn medications and has no restrictions to her diet.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia leading to linx device explant. The linx device was used as part of the anti-reflux procedure. Uneventful anti-reflux procedure and device implant on (B)(6) 2016. Patient dilated on (B)(6) 2016 in an attempt to alleviate dysphagia symptoms. Device explant (B)(6) 2016 due to severe dysphagia. Adhesions to the liver were noted during the explant procedure. Device was found in the correct/position geometry at the time of removal.